Event description:
The customer reported that after pipetting an hbsag plate on summit serial number the technician observed that little or no conjugate was added to wells a2 through h2. No error was generated. No death or serious injury was associated with this complaint.